Event description:
It was reported that the hyperform balloon pouch was not sealed; therefore, the device was not used in the patient.

Manufacturer narrative:
The device involved in the event was returned for evaluation and the package was found unsealed.(B)(4).